Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. During visual inspection noted that the reservoir tube was cracked.

Event description:
The customer reported that the insulin pump had an error alarm and insulin was squirting out during priming. Advised the customer to discontinue use of the insulin pump and a replacement will be sent. No further info was provided.